Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient required hospitalization. Treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was unknown. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).